Manufacturer narrative:
(B)(4). Information regarding patient age, gender, weight, race, ethnicity, and medical history were not provided. This is one of 2 products involved with the reported complaint and the associated manufacturer report number is 1226348-2018-00604. Concomitant med products: enterprise2 4mm x 39mm no tip. (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. The device has not been returned. If the device returns, a device investigation will be performed. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure to treat a basilar artery (ba) trunk aneurysm, the enterprise2 4mm x 39mm no tip was being deployed according to the instruction for use (IFU), the distal side of the enterprise2 stent failed to deploy. When the physician attempted to remove the stent, there was strong resistance when the whole enterprise2 stent was being withdrawn back into the microcatheter prowler select plus 150/5cm 45 tip (606s255fx / 17751959). The microcatheter was removed from the target position along with the enterprise2 stent. Both devices were replaced. The procedure was successfully completed without further issues or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). [Conclusion]: the healthcare professional reported that during the procedure to treat a basilar artery (ba) trunk aneurysm, the enterprise2 4mm x 39mm no tip was being deployed according to the instruction for use (IFU), the distal side of the enterprise2 stent failed to deploy. When the physician attempted to remove the stent, there was strong resistance when the whole enterprise2 stent was being withdrawn back into the microcatheter prowler select plus 150/5cm 45 tip (catalog #: 606s255fx / lot #: 17751959). The microcatheter was removed from the target position along with the enterprise2 stent. Both devices were replaced. The procedure was successfully completed without further issues or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. A non-sterile prowler sel plus 150/5cm 45tip microcatheter was received contained inside a pouch. The received device was inspected and the hub was found saturated with dry blood. The body of the microcatheter was found compressed at 18.5 cm from the distal end. No other damages were noted on the received device. The inner diameter (ID) of the microcatheter was measured and was found within specification. Functional analysis could not be performed because the delivery wire and enterprise stent were both inside the microcatheter at the hub section. The hub section was found saturated with dry blood. The saturated dry blood did not allow for the movement of the enterprise device through the microcatheter. During the review of the device history record (DHR) for lot 17751959, it was noted that 1 unit was rejected due to the defect scrunch. This could be related to the reported complaint. However, the device history record (DHR) review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Additional inspections are in place to prevent this kind of failure from leaving the facility. The failure reported by the customer as ¿catheter (body/shaft)- resistance/friction with loss of cerebral target position¿ was confirmed. The delivery wire and the enterprise stent were both stuck found inside of the microcatheter at the hub section. There was resistance / friction at the compressed section on the received device. The likely cause of the issue was excessive force. Procedural factors and handling process may contribute to the failure as reported. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.